Manufacturer narrative:
The service engineer inspected the device and the ventilator has been repaired.

Event description:
It was reported that during preventive an 840 ventilator had a o2 sensor failure. There was no patient involvement.